Manufacturer narrative:
Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) levels could not be decreased with a heparin infusion. The hospital team suspected pump thrombosis, and the patient underwent a pump exchange on (B)(6)2018. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of thrombus. (B)(4) was returned assembled with the driveline cut approximately 10 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow), outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed two thrombus formations, one that was loosely seated between two of the stator¿s blades and one that was adhered to the inlet bearing cup. The thrombus formation that was loosely seated between the stator blades showed evidence of laminated layering but was not adhered to the blood-contacting surfaces. The origin of this formation could not be determined. The thrombus formation on the inlet bearing cup was adhered to the cup and appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup over an undetermined amount of time while (B)(4) was supporting the patient. Areas of denaturation were observed on both depositions, suggesting that they were both present during support. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.